Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a tear drop-shaped clip was formed at the 2nd firing. The part of the jaws came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received with the floor damaged. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? -- cholecyst. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? If so, when? -- no. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- yes.